Event description:
It was reported that 164 days after a coronary artery drug eluting stenting procedure the patient expired. Target lseion 1 was located in the proximal left anterior descending (prox lad) with 80% stenosis and was 16 mm long with a reference vessel diameter of 3.2mm. Target lesion 1 was treated with direct placement of a taxus express2 8.8% 3.0x16mm drug eluting stent, with 0% residual stenosis following post-dilatation. Subsequent attempts ot evaluate and treat the 1st diagonal were unsuccessful when guidewires passed through the struts of the previously placed lad stent were unable to cross the subtotal proximal occlusion. An unsuccessful attempt to evaluate and treat the chronically occluded right coronary artery was also made when intraluminal placement of the guidwire beyond and proximal occlusion was unable ot be confirmed. The patient was discharged the next day on aspirin and plavix therapy. 164 days after the initial procedue during the 6 month follow-up period of the study, the patient expired. Per telephone contact with the patient's daughter, she had been diagnosed with lung cancer and was estimated to have a 6-month prognosis. There was no autopsy and in the opinion of the physician the target vessel(s) were not involved.